Manufacturer narrative:
Device passed displacement test, rewind test, prime or device seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No blank display noted. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 40 mg/dl, 45 mg/dl. Customer stated the insulin pump had crack on the side of the battery. Customer stated the display was not blank less than 30 seconds. Customer stated insulin pump had insulin pump error alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated the alarm occurred immediately after a battery change. Customer declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis.